Manufacturer narrative:
This report is submitted on july 13, 2017.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2017 in preparation for multiple MRI scans of the brain. There are no plans to reimplant the patient with a new device.